Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously shut down while monitoring patients. When they tried to power the unit back on, they got a "network service disconnect" error message as the cns application (splash green) was loading. Nihon kohden technical service (nk ts) had the customer power off the unit, remove the bottom drive and then power on the cns with only the top drive. The cns application loaded, and they were able to monitor patients again. Nk ts advised the customer to replace both hard disk drives (hdds) to prevent inconsistencies, and the part number was provided to the customer. No patient harm or injury was reported. Investigation summary: a review of historical data indicates the device was delivered to the customer on 03/02/2018, and the cns-6201a is an end-of-life device. During review, it was discovered that this is an isolated issue, as this is the first complaint to occur for this device, (pu-621ra, serial number (B)(6)), at the facility. Nk was able to confirm the reported issue was due to an issue with the hdd, as it needed replacement, due to inconsistency. However, nk was unable to determine a definitive root cause of how the issue with the hdd occurred. As the issue is user dependent, the device was not returned for evaluation. However, it is possible that the issue was due to damage to the hdd from either file or software corruption, damage due to a power surge, physical damage or damage from wear and tear of the device during use. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shut down while monitoring patients.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut off all of a sudden while monitoring patients. When the customer tried to power the unit back on, they got a "network service disconnect" error message as the cns application (splash green) is loading. The customer clicked ok on the error message then the cns application closes and is embedded windows. Technical service (ts) had the customer power off the unit, remove the bottom drive and then power on the cns with top drive only. The cns application loaded and they were able to monitor patients. Ts advised the customer to replace both drives to prevent inconsistencies. The part number was provided to the customer. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut off all of a sudden while monitoring patients.